Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pacing impedances of greater than 2500 ohms. The ra sensing was good (>1 mv) and the patient did not require ra pacing. The physician planned to replace this ra lead when the patient's device was replaced for normal battery depletion. When the device pocket was opened, it was noted the insulation on this ra lead was damaged distal to the terminal pin. It was unknown if the insulation damage occurred while in the pocket or from accessing the pocket. The physician attempted to place a new ra lead, but was unsuccessful due to patient anatomy. Therefore, this ra lead was repaired using a lead repair kit and remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the cause for the high out of range right atrial (ra) pacing impedances remains unknown. They did not see a reason for the out of range measurement. It was noted the ra lead was fully inserted into the device header. When the device was replaced, the impedance was in normal range. Since device replacement, however; the ra pacing impedance is back to greater than 2500 ohms. There is no plan to address this ra lead at this time. No additional adverse patient effects were reported.